Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A gravity test was performed on the sample using a methylene blue solution, and the results showed the unit functioned correctly since the solution passed through the set with a normal flow. A visual inspection of the sample revealed evidence of crushed tubing. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) a solution or blood administration set in which the tubing was damaged by the roller clamp. According to the report, when handling the roller clamp, it crushes the tubing (visible traces of the roller) and flow gets unverifiable. The condition was identified before patient use; therefore, there was no patient injury or medical intervention associated with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.